Event description:
Post angio-seal's deployment, the patient was discharged home without issue. The patient later developed a cold leg and went to emergency department (ed). Patient ultimately required surgical intervention. There was no sign of collagen in the lumen of the right femoral artery. Any vascular access site had a potential for complication, however the two most common are hematoma from device failure or deploying collagen into the vessel lumen causing abrupt closure. This did not happen in either case. There is an enzymatic foot and suture deployed in the lumen and this appeared to be correct. Normally, they dissolve over a several week period. I am curious if something changed and manufacturing that may have introduced an unspecified thrombogenic agent. Because it is a formal complaint with terumo, we will receive follow-up. Manufacturer response for device, hemostasis, vascular, angio-seal (per site reporter) no response yet.